Manufacturer narrative:
The lot number for the device has been provided. The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs. The sample has been returned for eval. The investigation is currently underway.

Event description:
It was reported that the inner catheter detached from the delivery sys while being withdrawn from the subclavian vein. Reportedly, the physician experienced resistance upon removal of the delivery sys. After removal, a pta balloon dilatation catheter was advanced into the vessel, but met an obstruction within the vessel. Upon removal of the pta balloon catheter, the detached section of the delivery sys was also removed, as it was attached to the retracted pta balloon catheter. No report of injury to the pt.